Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the coating of the insertion tube of the subject device was partially peeled off. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at sorc. Sorc checked the subject device and found that the reported phenomenon was caused by deterioration. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, there was possibility that the reported phenomenon might be attributed to excessive handling due to repeated wiping of the external surface of the insertion section, chemical deterioration due to chemical solution and so on. If additional information is received, this report will be supplemented.